Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge error message during the load process. In addition it was reported that the customer experienced a low blood glucose level (40 mg/dl) due to a bolus delivered. Reportedly, customer had not eaten. Customer then ate to correct blood glucose levels and began to experience elevated blood glucose levels (288 mg/dl). Customer stated they were able to successfully load a cartridge and blood glucose levels have lowered to 177 mg/dl.